Event description:
It was reported that during a percutaneous coronary intervention a balloon, pinhole occurred. The 90% stenosed target lesion was located in the mildly calcified, severe shepherd's crook take off in the mid right coronary artery (rca). Using a non bsc guide wire, a 2.5 x 8mm apex balloon catheter was used to predilate the 2 lesions. The distal rca was stented with a 2.5 x 12mm promus element stent. Then the physician attempted with the 2.75 x 20mm promus element plus stent delivery system sds using a non bsc jr guide catheter and the non bsc wire and they popped out. The devices were removed all together. The physician used a new hockey stick guide catheter and a non bsc guide wire to advance the 2.75 x 20mm sds again, and when attempting to deploy the stent, the balloon would not hold pressure. The sds was removed and a hole was noted in the balloon. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the tip was damaged. When positive pressure was applied with an inflation device filled with water, water emitted from the tip. There was a perforation in the inner shaft adjacent to the distal end of the proximal markerband. The perforation may be consistent with perforation of the shaft wall with the end of a guidewire during clinical use or preparation for clinical use. The analysis results are consistent with the reported balloon leak and inflation difficulty; though there was no damage to the balloon. Functional testing confirmed a perforation in the inner shaft prevented balloon inflation. There was no evidence of any product quality deficiencies contributing to the reported event or the confirmed damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a balloon pinhole occurred. The 90% stenosed target lesion was located in the mildly calcified, severe shepherd's crook take off in the mid right coronary artery (rca). Using a non bsc guide wire, a 2.5 x 8mm apex balloon catheter was used to predilate the 2 lesions. The distal rca was stented with a 2.5 x 12mm promus element stent. Then the physician attempted with the 2.75 x 20mm promus element plus stent delivery system sds using a non bsc jr guide catheter and the non bsc wire and they popped out. The devices were removed all together. The physician used a new hockey stick guide catheter and a non bsc guide wire to advance the 2.75 x 20mm sds again, and when attempting to deploy the stent, the balloon would not hold pressure. The sds was removed and a hole was noted in the balloon. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is ok.